Event description:
It was reported that during the patient¿s trial, during the implant, the cerebrospinal fluid (csf) was very slow to drip. The slow csf drip was not device related, but attributed to anatomical abnormalities and difficulty placing the catheter. The drug being infused was unknown, and no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).